Manufacturer narrative:
This report is filed on may 14, 2019.

Manufacturer narrative:
This report is submitted on february 14, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced a lack of clinical benefit with device use, resulting in the decision to explant the device on (B)(6) 2019.